Event description:
It was reported that during the implant procedure, after several attempts at repositioning the lead, the pin bent. A new lead was im planted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the lead connector pin had an observation. It was noted that visual summary analysis of the lead indicated damage at implant. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.